Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test on the onetouch ultra2 meter due to it being too difficult to use/set up. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 in the evening, time unknown. She reportedly manages her diabetes with metformin pills and stated she continued with her usual diabetes management routine in response to the alleged issue. Approximately 30 minutes later, after not being able to test, she claimed she developed symptoms of "nervousness and shaking" and despite those symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted assisted the patient with setting up the meter and performing a blood test. It is not known if the subject device was being used for the first time. The patient declined a replacement meter since she understood how to use it after receiving assistance. There was no evidence that the device had malfunctioned. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.